Manufacturer narrative:
Lot number, expiry and manufacture date not available at this time.stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The whole blood collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Further clarification was received from the customer and it was confirmed that only filtration issue occurred and the product was not hemolyzed. Therefore, the customer did not allege hemolysis. The disposable set was not returned for evaluation. The manufacturing records, and testingand inspection records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. There have been no other similar complaints against this production lot number. Root cause: no samples were available for investigation and the root cause of the occlusion during filtration could not be determined. There are two major factors of occlusion during filtration are occlusion in the tubing and occlusion in the filter. The following are possible causes of occlusion: clicktip is not fully broken - if cliktip is not fully broken, a hole is partially opened thus auser cannot obtain enough blood volume. Cliktip gets into the joint of the donor tube in the upper part of the cover tube when breaking the cliktip. Kink in tubing. Clots obstruct the tubing and filter - if blood clots (or aggregates) are formed in anunfiltered bag for some reason, the clots flow into the fluid path and the filter and cause the obstruction of the flow. Insufficient mixing of blood in unfiltered bag before filtration if the bag stands still between the time of blood collection and filtration, red cells in the bagare spontaneously precipitated and concentrated. The concentrated portion of red cells increases viscosity and may occlude the filter.

Event description:
Donor unit #: (B)(6).